Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v276341, implanted: (B)(6) 2009, product type lead; product ID 3389s-40, lot # v276341, implanted: (B)(6) 2009, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
The healthcare provider (hcp) reported that they were getting interference because ¿the stimulation was on during the 3 lead prior to surgery.¿ the patient¿s indications for use were parkinson¿s dual and movement disorders. It was unclear what was interfering with what and for what reason. The effect on the patient was not mentioned, so additional information was requested. If additional information is received a supplemental report will be sent.